Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes had little blood flow into the tube. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "phlebotomist was drawing blood sample from patient using terumo wingset. Once the tube-end needle penetrated the sstii stopper, there was no to little blood flow into the tube (refer to photo). The phlebotomist had to change to another sstii (same lot number), which then only blood flow established. Phlebotomist found 3 tubes with similar incident of no/ insufficeint vacuum."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes had little blood flow into the tube. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "phlebotomist was drawing blood sample from patient using terumo wingset. Once the tube-end needle penetrated the sstii stopper, there was no to little blood flow into the tube (refer to photo). The phlebotomist had to change to another sstii (same lot number), which then only blood flow established. Phlebotomist found 3 tubes with similar incident of no/ insufficient vacuum."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes d9: returned to manufacturer on: 2022-11-22. H.6. Investigation summary: bd received 1 photograph from the customer in support of this complaint. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, the ten (10) customer samples along with ten (10) retention samples from bd inventory, were evaluated by functional testing and the issue of underfill was not observed. From this testing, it was determined that all 20 tubes drew within specification. Bd was able to confirm the customers¿ indicated failure mode based on the attached photograph. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Bd was not able to identify a root cause for the indicated failure mode.